Event description:
It was reported that the cartridge was damaged, with all occurrences happening on the same day. Blood glucose level did not exceed 500 mg/dl, and the specific level was not noted as being within harmful range. The customer successfully changed the cartridge and resumed insulin therapy, with a replacement cartridge being sent to them through RMA.